Manufacturer narrative:
H10: the lot number for the devices were not provided, therefore a lot history review was not performed. The devices were not returned for evaluation, therefore the investigation is inconclusive for the reported suction issue. The definitive root cause could not be established. The device is labeled for single use. H10: b5; g4 h11: d4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that an unknown port allegedly experienced a suction issue. This information was received from one source. Both malfunctions involved a patient with no reported injury. Patient information was not provided for either patient.

Manufacturer narrative:
The lot number for the device was not provided, therefore a lot history review was not performed. The device was not returned for evaluation, therefore the investigation is inconclusive for the reported suction issue. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that an unknown port allegedly experienced a suction issue. This information was received from one source. A patient was involved with no reported injury. Patient information was not provided.